Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a video was provided to our quality team for investigation. Through visual inspection of the video, white particles were observed throughout the liquid in the vial, however, without the physical sample we cannot adequately identify the composition or origin of the particles observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including fragmentation testing to evaluate any particulates generated by the injector when mated to other components after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a failure or root cause related to our product or manufacturing process at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It was reported that oil residue was found on the spike of the bd phaseal¿ optima protector (p20-o), and flake-like foreign matter was found in the reconstituted drug vial. The following information was provided by the initial reporter: "a couple of years ago there was an issue with a cstd with the drug ogiviri. Apparently the drug company sent it out to an external lab and found oil residue on the spike (of the protector)... (Compounding supervisor) is not sure if it was phaseal or another cstd used at the time. The situation is now recurring. The drug company... Wants her to send a protector and injector for them to evaluate since it looks like flakes of lemonade in the vial when reconstituted using the provided diluent... Is indicating that the cstd (phaseal optima) is the cause. The vials were kept in the fridge before and after reconstitution."

Event description:
It was reported that oil residue was found on the spike of the bd phaseal¿ optima protector (p20-o), and flake-like foreign matter was found in the reconstituted drug vial. The following information was provided by the initial reporter: "a couple of years ago there was an issue with a cstd with the drug ogiviri. Apparently the drug company sent it out to an external lab and found oil residue on the spike (of the protector)... (Compounding supervisor) is not sure if it was phaseal or another cstd used at the time. The situation is now recurring. The drug company... Wants her to send a protector and injector for them to evaluate since it looks like flakes of lemonade in the vial when reconstituted using the provided diluent... Is indicating that the cstd (phaseal optima) is the cause. The vials were kept in the fridge before and after reconstitution."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution: yes. D10: returned to manufacturer on: 11-sep-2022 h6: investigation summary one video along with the physical sample was provided to our quality team for investigation. Through visual inspection of both video and sample, white particles were observed throughout the liquid in the vial. The particles were filtered from the liquid and characterization testing was performed to identify the composition. Results found the particles inside the vial were consistent with material from the rubber stopper of the vial. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including fragmentation testing to evaluate any particulates generated by the injector when mated to other components after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed.